Event description:
In 2008, the pt reported the piston rod on his insulin infusion device would not retract and he could not insert the new cartridge into the device. He stated a small amount of insulin spilled into the cartridge chamber which he dried out prior to the call. During troubleshooting, the pt was able to successfully retract the piston rod, insert a new insulin cartridge, and prime. The proper procedure for changing the cartridge was reviewed with the pt. On follow up with the pt, he stated he has had no further issues. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.